Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflation unit's display was not turning on. The issue was found during set up / inspection for use (during set up in room / before patient in room).